Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges receiving occlusion alarms for the last few weeks resulting in elevated blood glucose level over 30 mmol/l requiring hospitalization; was taken off of pump and placed on insulin pen therapy. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The customer did not resolve the occlusion alarms according to the user's guide.